Event description:
Customer reported that in 2009 she received an ER-4 message on the display of her freestyle freedom blood glucose meter upon insertion of a test strip. She further reported experiencing symptoms (not specified) of neuropathy, eyesight swelling, tremulousness, diaphoresis, a fever, pain in her knees and a loss of consciousness due to not being able to test because of the error message. No third-party emergent medical intervention was required. Customer self-treated by ingesting sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.